Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 08-feb-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine with concentration 4 mg/ml at a dose rate of 1 mg/day via an implantable pump for non-malignant pain. It was reported that surgery was performed to replace the pump. The physician felt the pump connector sheath had been stripped and requested another pump connector. The pump connector was replaced. The catheter remained in-service. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were indicated as having been requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The previously applied conclusion code 67 was replaced with 22. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. It was clarified that the reason for the pump replacement was due to the pump being at eri (elective replacement indicator). The cause of the pump connector sheath having been stripped was unknown. The stripped pump connector sheath did not result in difficulty/inability to connect the catheter to the pump; however, the physician had requested a new one. The device has been shipped back to the manufacturer for analysis. The manufacturer had however not yet received the device.

Manufacturer narrative:
Analysis of the partial catheter with connector revealed damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.